Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that the device will not be returned for investigation as the device was discarded. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, a 32cm large bore 71 catheter (ic71132ug, 30369030) was being prepped on the back table and the physician noticed a crack/break at the proximal portion of the microcatheter near the hub. The damaged catheter was never inside the patient, the issue was noticed while removing and prepping the device on the scrub table. The procedure was proceeded by using another catheter. There was no patient injury as the device was not clinically used. Additional information received indicated the device was removed from the packaging and prepped as per the instructions for use. The account did report that ¿they were in a hurry¿. There were no packaging issues according to the techs/circulating nurse in the room who grabbed the product from the shelf and handed it off. There was no excessive force applied to the device. The device was discarded thereof no further investigation can be done. A manufacturing record evaluation was performed for the finished device 30369030 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿catheter (body/shaft) ¿ cracked¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) indicate to inspect the catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a catheter that has been damaged in any way. If damage is detected, replace with another catheter that is not damaged. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, a 32cm large bore 71 catheter (ic71132ug, 30369030) was being prepped on the back table and the physician noticed a crack/break at the proximal portion of the microcatheter near the hub. The damaged catheter was never inside the patient, the issue was noticed while removing and prepping the device on the scrub table. The procedure was proceeded by using another catheter. There was no patient injury as the device was not clinically used. Additional information received indicated the device was removed from the packaging and prepped as per the instructions for use. The account did report that ¿they were in a hurry¿. There were no packaging issues according to the techs/circulating nurse in the room who grabbed the product from the shelf and handed it off. There was no excessive force applied to the device.